Event description:
The patient's spouse reported that the patient had a few episodes where the heart rate goes below 40, but the device was set for 60. Follow-up with the physician's office indicating that there were no allegations against device or lead performance, and that the device was functioning normally with no patient complications. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.